Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing dizzy spells and their device was in safe mode which was draining its battery quickly. It was also reported that the pacing lead showed no capture and that pauses were noted. The implantable pulse generator (ipg) and lead were reprogrammed. The ipg and lead remain in use. No further patient complications have been reported as a result of this event.